Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a robotic laparoscopic procedure, the thread broke. The suture was cut in half and used as two separate sutures. Both sutures broke when tying. Another device was used to complete the case.